Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had two (2) occurrences of under infusing in addition to false downstream occlusion alarms. In one occurrence the syringe pump was administering heparin and on the other occurrence was administering milrinone. Milrinone was running at a programmed rate of 0.96ml/hr with a 50ml syringe; however, it appeared that there was significantly more solution in the syringe that would be expected. The customer also reported that there were false downstream occlusion alarms where the lines and connection were checked to ensure there were no actual occlusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.